Event description:
Related manufacturer ref#2184149-2022-00134. During an atrioventricular reciprocating tachycardia procedure, an impedance issue occurred causing a delay. When using ensite precision and the atakr genconnect, the connection was unsuccessful. The rf generator was replaced with a stockert and the impedance baseline was high in the left atrium. The impedance baseline was checked without the genconnect and the values were 100 ohms less. The genconnect was replaced and the issue was resolved. The procedure was completed without patient consequences.

Manufacturer narrative:
One ensite velocity¿ stockert genconnect was received into the lab for investigation. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. The returned product is manufactured specifically for use with the biosense webster radio frequency generator as the front panel label indicates. Functional testing performed verified circuit integrity on all channels during the evaluation period. Normal output amplitudes and impedance values were observed during functional testing. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as designed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.